Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (4.0mg/ml at dose 4.8mg) via an implantable pump. It was reported that the patient was experiencing an increase in pain. The catheter was determined to be anterior upon radiological examination. The old catheter was tied off and replaced with a new catheter placed in a posterior position. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780, (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.